Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received in with button error alarm and no button response due to moisture damage on the keypad traces. Time advances properly and no frozen screen observed during testing. Cracked battery tube threads, missing end cap sticker and damages to the display window noted.

Event description:
It was reported that the screen of insulin pump froze in the middle of a bolus delivery. The blood glucose reading is 92 mg/dl. During troubleshooting, customer stated that the minutes do not change. Advised the customer that the insulin pump will be replaced. Nothing further reported.